Event description:
Same case as MDR ID# 2134265-2014-00193. It was reported that shaft break occurred. The 15x2 mm 90% stenosed target lesion containing a lesion bend of between > 45 and < 90 degree was located in a moderately calcified and moderately tortuous left anterior descending (lad) , left main (lm) and left circumflex (lcx) artery. No pre-dilation was performed. The physician used a 2.00mm x 12mm apex balloon catheter to treat the lesion but the shaft was fractured. The doctor changed another 2.00mm x 12mm apex balloon catheter but the shaft was fractured again. Both incident happened outside the patient. Both devices were retrieved intact. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected: device lot # from 15745666 to 15768179. Device expiration from 12/11/2015 to 12/21/2015. Device manufactured date from 12/12/2012 to 12/29/2012. Device evaluated by MFR: returned product consisted of an apex balloon catheter with an apex shelf box, inner packaging pouch and hoop. There was blood in the wire lumen and contrast in the inflation lumen. The balloon was loosely folded. There were multiple hypotube kinks. The distal tip was damaged the hypotube was completely separated 24.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00193. It was reported that shaft break occurred. The 15x2 mm 90% stenosed target lesion containing a lesion bend of between > 45 and < 90 degree was located in a moderately calcified and moderately tortuous left anterior descending (lad) , left main (lm) and left circumflex (lcx) artery. No pre-dilation was performed. The physician used a 2.00mm x 12mm apex¿ balloon catheter to treat the lesion but the shaft was fractured. The doctor changed another 2.00mm x 12mm apex¿ balloon catheter but the shaft was fractured again. Both incident happened outside the patient. Both devices were retrieved intact. The procedure was completed with a different device. No complications were reported and the patient's status is stable.